Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected suspend and calibrated sensor due to blank display. Pump was received with minor scratched lcd window cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced change sensor alarm after two cal errors. The customer's blood glucose value was 281 mg/dl. The customer treated with bolus of 3.4 units. The product was returned for analysis.